Event description:
The customer reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as the malfunction code was not resettable, and the customer was transferred to sales for an out-of-warranty loaner pump.